Event description:
It was reported that when disconnecting the pump from the patient the bag seems saturated/wet and there was a notable residue on the pump. It is unknown if there was an issue with the pump or its delivery system. Cstd was used to fill the cassette. Pump was not used to prime the extension tubing. Patient was affected. Pump is not returning for investigation.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the leaking cassette, or user-issue when loading the medication with cstd, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.